Manufacturer narrative:
D2a: common device name: intravascular administration set. D2b: medical device type: fpa. E.1 initial reporter phone #: (B)(6). E.1: initial reporter fax #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that an air bubble forms in the tubbing of the vacutainer ultra touch push button blood collection sets. No patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-jul-2024. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for air bubbles with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that an air bubble forms in the tubing of the vacutainer ultra touch push button blood collection sets. No patient impact.